Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. Pre-dilatation was performed with an unknown balloon. A 3.0 x 18 mm xience v was advanced to the lesion, but could not cross. A second 3.0 x 18 xience v was advanced to the lesion and deployed in the distal portion of the lesion. A 3.0 x 28 mm xience v was being advanced to treat the proximal portion of the lesion; however, it caught on a 6f guideliner as it was being advanced and could not advance into the guideliner. When the xience v was removed from the anatomy, the stent implant had dislodged onto the proximal shaft and it was mangled. Another xience v was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.